Event description:
It was reported that a malfunction occurred with the pump bearing the code malf 16, which could not be reset. There was no reported adverse impact to the customer¿s blood glucose level. The customer was instructed to switch to manual daily injections as a backup therapy. Tandem technical support arranged to replace the pump under warranty and instructed the customer on how to place the faulty pump into storage mode before returning it with a pre-paid label within 10 days. The necessary confirmation of the shipping address was made, and the replacement pump was duly dispatched.